Manufacturer narrative:
The device will not been returned for analysis; therefore the complaint could not be determined. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. Guidewire resistance was reported in this event. Per apollo IFU: "never advance or withdraw an intraluminal device against resistance. Excessive force against resistance may result in damage to the device or vessel perforation."

Event description:
Medtronic received a report that during embolization procedure the detachable tip of the apollo microcatheter prematurely detached. The catheter was used during an embolization procedure of a ruptured medial infratentorial arteriovenous malformation (avm). The avm was fed by the superior cerebellar artery linked to two inferior vermian branches, also by the left pica. The left pica was extremely bulky, exhibiting multiple large dysplastc afferent aneurysms along the inferior aspect of the malformation. The apollo catheter was placed to carry out initial catheterization of the 2 distal cerebellar branches. The tip of the apollo microcatheter was prematurely detached due to the friction of the guidewire. It was reported that a small vessel perforation occured due to severe tortuosity at the pica and guidewire frictions during catheterization of the first pedicle. This small perforation was immediately treated with glue concurrently with the partial avm gluing. No patient injury was reported as a result of this procedure.

Manufacturer narrative:
Additional details based on the reported information, the reports of ¿tip detachment¿ could not be confirmed and the cause could not be determined. The extremely vessel tortuous may have contributed to the reported issues. However, all products are 100% inspected for damages and irregularities during manufacture. Per the apollo instructions for use (IFU): ¿the distal section of the catheter incorporates a detachment zone that allows detachment of the distal tip when the force required to extract the catheter exceeds the force to detach the tip. Do not steam shape the tip of the microcatheter. Steam shaping the catheter tip may cause damage to the detachment zone and unintended detachment. Do not use a cannula or needle to introduce the end of the catheter into a connector. Insertion of a cannula or needle may cause damage to the detachment zone and result in unintended detachment. Always handle the distal end of the catheter with care to avoid damage to the detachment zone and unintended detachment. Navigating or repositioning the catheter while it is in a wedged position or with vessels that are in vasospasm may cause premature tip detachment. Never advance or withdraw an intraluminal device against resistance. Excessive force against resistance may result in damage to the device or vessel perforation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received reported that the apollo detachable tip prematurely detached as a result of the guidewire friction and patient anatomy. The patient was report to have been asymptomatic. It is unknown what guidewire was used when the apollo catheter was advance.